Event description:
It was reported that (1) device was used during a total abdominal hysterectomy procedure. It was reported by the rep that the mcm20 clip applier would not advance clips properly. Another mcm20 was used to complete the case. There was no consequence to the pt.